Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height (hh) drawer had a broken rail. The field service engineer (fse) installed the customer¿s spare half height drawer, removed the bent center column metal sheet to allow proper operation, transferred cubies from the damaged drawer to the replacement drawer, updated the firmware, and completed proper configuration. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was broken and parts were fell off. There were no adverse events or injuries reported based on this event.